Manufacturer narrative:
On 12/13/2023, the following additional information was obtained: the surgeon was still able to complete the procedure on the console in question. The error that occurred said ¿foot position sensors have been disabled by the system¿. The procedure was completed robotically. The surgeon still used the console to help complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This supplemental is created to provide the relevant patient medical history and patient demographic information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footrest pedal energy. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pedal was analyzed. Footrest was installed to pca xi system, the left pedal was intermittently not working properly when pressed due to being lose. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the site was getting error message on surgeon side console (ssc) #2 foot tray. Onsite logs showed error 31074 on the left pedal of ssc #2 . The staff sent in picture and stated the left lens looked cracked and the laser was a different color than the right. The staff was able to proceed with case. The procedure was completed with no reported injury.